Event description:
It was reported that the right atrial (ra) lead exhibited high thresholds. The ra lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: 5086mri58 lead, implant date: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.